Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into backup after MRI. The device was reverted to normal mode. The MRI setting was not completed by the distributor, leading to the back-up mode. Egm confirmed the shock was not derived but noise was observed by MRI. It is unknown if the shock was appropriate or not. The patient was stable